Manufacturer narrative:
Mindray field service representative verified the proper operation of the benevision dms. System logs were collected for investigation. Under investigation.

Event description:
It was reported that on (B)(6) 2024, at an unknown time, a high-priority alarm sound was heard for 10-15 seconds from a telemetry tm80 in the tele monitoring room. However, no visible alarm notification was displayed in the benevision workstation display. No patient injury was reported.

Manufacturer narrative:
Benevision dms logs were collected for investigation. However, due to the lack of detailed information, such as the time of the occurrence, it is impossible to develop an investigation. Mindray established good faith efforts, but no additional data became available. However, mindray was able to verify that on (B)(6) 2024, there were corresponding alarm notifications for advanced alarm messages. In addition, the mindray clinical and service team visited the account to ensure the customer was well-trained in the benevision system.

Event description:
It was reported that on (B)(6) 2024, at an unknown time, a high-priority alarm sound was heard for 10-15 seconds from a telemetry tm80 in the tele monitoring room. However, no visible alarm notification was displayed in the benevision workstation display. No patient injury was reported.